Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that fiber was found in the cartridge. Needed to explant intraocular lens and replace with a new iol.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.10. One used company cartridge was returned with thirty-three unopened company cartridges. Three of the unopened company cartridge samples were randomly pulled for evaluation. The unopened company cartridges were numbered 1-3 for evaluation purposes. The used company cartridge was numbered 1x. The used company cartridge was microscopically examined. Viscoelastic was observed in the cartridge. The used company cartridge had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. Three of the returned unopened company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company cartridges were functionally tested per the instruction for use (IFU). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Associated products were not provided. It is unknown if qualified products are being used. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. Three of the returned unopened company cartridges were functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens deliveries. Top coat dye stain testing was conducted with acceptable results. Associated products were not provided. It is unknown if qualified products were used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).